Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up, and backup vvi was observed. A download was not performed due to a low battery status. The patient also received an inappropriate shock prior to the backup operation. Device replacement will be scheduled at normal eri. The patient condition is stable.

Event description:
New information notes that the device was explanted due to an upgrade. No patient symptoms were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed in the lab. The device entered bvvi after two consecutive resets within 32 seconds of each other. The cause of the bvvi operation is consistent with an integrated circuit anomaly. The device was taken out of bvvi and functionally tested; no anomaly was detected. The device functionality was bench tested and no anomaly was detected.